Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion alarm, which was not reproduced during evaluation. A review of the event history log identified false upstream occlusion alarm. The cause was determined to be an ultrasonic sensor was out of specification and failed calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusion. The event happened during programming/set up at the general patient ward. There was no patient involvement. No additional information is available.